Event description:
The treating physician reported that the v.a.c. System was used to treat the patient after a sternotomy. The treating physician was called back to the patient's bedside approximately three hours later because there was a large amount of blood in the canister. The treating physician removed the dressing and observed a hole in the aorta [later confirmed to be the right ventricle]. The treating physician took the patient back to the operating room where he closed the hole. The treating physician stated that three days later, the hole had re-opened, there was a recurrence of bleeding and the patient died.